Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. The analyst noted that the firmware initiated an edc error, and a power on reset occurred on (B)(6) 2015.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced a power on reset (por). The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.